Manufacturer narrative:
Report date: 20aug2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit had led alarm failure. Further information regarding patient involvement is currently pending additional correspondence with the institutional clinicians. There was no report of patient or user harm.

Manufacturer narrative:
The bench technician stated the led failure alarm, does not light up and the error message and code appear in the significant events log (date and time, postledfailed 0). The rest of the alarm operation is maintained (loudspeakers, message on screen and significant event log, etc). Per the service manual all power sources were disconnected, but the error code remains on restart. The international service engineer found the battery exceeds the maximum recommended age of 5 years, its replacement is recommended, and air inlet and cooling filters should be replaced. The bench technician replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch do to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.